Event description:
The ge oec 9900 fluoroscopy sys appeared to boot correctly, but would not make an x-ray exposure. A re-boot of the system restore normal operation.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found the malfunction caused by the interconnect cable that was removed and replaced. The system was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.